Manufacturer narrative:
Zimvie complaint (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. No item or lot # available.

Event description:
Customer reported implant dropped off driver on the way to the mouth, tooth 12. Another implant was used to finish the procedure.